Manufacturer narrative:
The field service engineer found dirty probes and split vacuum tubing on the rinse assembly. The investigation determined the issue is consistent with inadequate operator and service maintenance of the analyzer.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The sample initially resulted in a creatinine value of 14.0 umol/l and this value was reported outside of the laboratory. The doctor did not believe the value to be correct, so the sample was repeated, resulting in a value of 129.0 umol/l. The creatinine reagent lot number was 577466. The reagent expiration date was requested, but not provided.